Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential oversensing while the patient was tinkering squatting. This patient has a history of inappropriate shocks received on the primary vector, however this time the shock was received on the secondary vector. Troubleshooting was performed and the technical services (ts) recommended some reprogram options. This s-ICD remains in service. No additional adverse patient effects were reported.